Event description:
It was reported that this inflatable penile prosthesis was no longer cycling. The patient was examined both physically and visually. The device had fluid loss. There was a hole in the right cylinder. The device was removed and replaced. No patient complications were reported.